Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose unknown with blood glucose level was above 31 mg/dl. Customer other blood glucose value was 353 mg/dl. Customer stated that they received the pump error alarm. The customer was able to clear the alarm and unable to complete pump rewind. The insulin pump will not be returned for analysis.